Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as touch contamination and the patient did not clean the area before starting pd. The patient was hospitalized for inpatient treatment and was treated with rocephin (1g, for 4 days, route and frequency were not reported), cefazolin (1g, for 14 days, route and frequency were not reported) and ceftazidime (1g, for 14 days, route and frequency were not reported) for the event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.